Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was trying to rewind and it ended up locking on him. He was then prompted to reset time and date. He declined to provide his blood glucose. The events that led up to the event were that he was trying to change the battery earlier that day and noticed that he was getting low on insulin. When he went to rewind, he was not able to. Customer states that pump is asking for him to rest the time and bolus settings and that the active insulin appeared on his pump as dashes. He was not able to access the screen to see the alarm by the end of the call. The pump will not be returned for analysis.